Event description:
A caller reported that the pump unexpectedly displayed a reset screen. The impact on the customer¿s blood glucose level was unknown, as the caller declined to provide this information. Customer technical support explained that during a routine system check, the pump¿s microprocessors reset to ensure proper performance, which is a safety feature. The customer understood this explanation and acknowledged that the pump was functioning as intended. They were also educated on necessary actions after the pump turns off or resets. Subsequently, the customer successfully resumed insulin.